Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station critical lows and stock outs were not printing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that critical lows and stock outs. A technical support specialist (tss) guided customer to navigated to 'medications, facility formulary' and selected the medication, under the 'details' tab, confirmed that 'backordered' was enabled and 'stock out bulletin' was checked. Then, user guided to 'settings, devices', opened the relevant device, and verified that a printer was listed under 'device bulletin configuration' in the stockout destination issue was resolved. The system functioned as intended after technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station critical lows and stock outs were not printing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.